Manufacturer narrative:
Annex e code e2330 has been added. Annex a code has been updated from a26 to a24. Annex c code c19 has been added. Annex f code f15 has been added. The outcomes attributed to ae has been updated from disability or permanent damage to required intervention to prevent permanent impairment/damage. Paradoxical adipose hyperplasia (pah) is a known side effect of coolsculpting treatment in which the tissue volume within the treated area becomes enlarged. This may develop usually within 2-5 months after coolsculpting treatment but there have been reports of longer onset times. The affected tissue typically forms a well demarcated border and becomes firmer than surrounding tissue. It is noted to be self-limiting but is considered permanent and does not resolve without surgical intervention such as liposuction. For this reason pah is assessed as a serious event. While most patients with pah choose to undergo elective corrective surgery in order to achieve more aesthetically pleasing outcomes, in rare cases pah may also have some effect on function such as mobility. There are no known risk factors associated with the development of pah. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. The information received from patients and their treatment providers, such as coolsculpting treatment cycles performed, hcp diagnosis of pah, history of onset, pre-treatment and post-treatment weights and photos, are reviewed by abbvie¿s medical safety physicians to verify if they are consistent with the development and characteristics of pah.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the bilateral submental area using a coolmini applicator. On (B)(6) 2019 the patient was treated with coolsculpting to the right-side submental area using a coolmini applicator. Following treatment, the tissue became enlarged, dense, rubbery, and well circumscribed and isolated specifically to the submental fat area. On (B)(6) 2021, the patient was assessed by a plastic surgeon who diagnosed the area with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 and (B)(6) 2019 with coolsculpting to the submental area and developed swelling that became hard in the treated area. The patient has been assessed by a plastic surgeon who diagnosed the area with paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.